Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital informed cook on 12apr2021 of an incident involving a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter [rpn: ult8.5-38-25-p-5s-cldm-tong-050399] from lot number ns10311353. On (B)(6) 2021 during a drainage procedure the catheter and metal cannula were advanced over a wire guide from the right abdomen into the gallbladder. There was slight resistance during advancement of the catheter, but the catheter could be advanced. However, once the catheter was in the gallbladder, the metal cannula could not be removed. Both the catheter and cannula were removed from the patient and a new device was used to complete the procedure. There have been no adverse effects to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned with the cannula lodged into the catheter. The obturator was not returned. With force, the cannula could be removed from the catheter. Visual inspection found excessive biomatter on the distal end of the cannula. The cannula is bent 17.5 cm from the proximal fitting. The outer diameter of the cannula and the inner diameter of the catheter measured within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and relevant sub-assembly lots recorded one related non-conformance. All products were scrapped prior to further processing. A database search revealed no other complaints have been reported for the device lot. The catheter sub-assembly lot also fulfilled six additional lots. A database search was completed on these six lots and no complaints were found. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded the cause of this event is manufacturing deficiency and quality control deficiency. A CAPA was previously open to address metal stiffener advancement and removal difficulty. The CAPA concluded with manufacturing deficiencies. The lot number was manufactured prior to implementation activities of the CAPA. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog #/rpn: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage. Access was gained through the right abdomen. Slight resistance was experienced while advancing the stiffening cannula and catheter combination over the wire and into the gallbladder. Upon trying to remove the stiffening cannula from the catheter, it could not be removed. So, the catheter was removed and another, similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.